Event description:
Event description guidant received information that this lead was implanted successfully but found to have an issue prior to the patient discharge visit. At discharge the lead had elevated thresholds and impedances. The patient was having diaphramatic stimulation. An ultra sound found a slight pericardial infusion.